Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the caller was inquiring if the device could have turned off on it's own. The caller indicated that the patient has not made any adjustments to the therapy since implant and today they went to adjust the settings and the patient immediately felt like they were going to jump out of their clothes when it was turned back on and they had to decrease the stim to resolve it. The patient had not been feeling anything prior to this. The caller reported that they did not see any alert screens. They report that they had never turned the therapy off and they never bring the external devices to any appointments. The report that they did not try and change the program. The caller reported that they went thru airport security and never turned the therapy off for that and they are wondering if it turned itself off. Reviewed pors and that an service message would show on the screen in the case of por. The circumstances that led to the reported issue were unknown. The caller was redirected to their healthcare provider to further address the issue and see if they can access any reports to determine how long the therapy had been off for.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.